Event description:
Pt went to see a surgeon in 1994 complaining of chest pain. Pt had thought that implants had ruptured. Pt went to the facility where implantation was done. For a second opinion a "special x-ray" was taken and leaking was confirmed. This result was reported to the surgeon. Pt is complaining of experiencing pain in the nipple area, fullness, lower stomach pain, nausea, arthritis, weakness, feeling very ill, discoloration around the implant area, and disfigurement/clumping around the stitches area. Pt had taken pictures before and after surgery which confirmed implants were smaller size or a deflation. Pt wishes implants to be removed because her physical and psycholigical conditions are being effected, however pt is having financial problems in regards to surgery costs.